Event description:
Healthcare professional (hcp) reports one incident of patient reaction with the af 220 dialyzer. After dialysis in 2/01, the patient's spouse stated that the pt had been "itching all over" more than usual during this treatment, and for two days afterwards. No other symptoms reported. This was the patient's first exposure to the af 220 dialyzer. The pt had completed this treatment with blood fully returned. For the next treatment, the pt was put back on the previously used membrane and completed treatment without incident. No patient injury or medical intervention per hcp.